Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms when the lead was programmed from the unipolar to the bipolar configuration. The daily measurement pace impedance trend shows stable measurements within normal specification limits in the unipolar configuration. There is also a stored signal artifact monitor (sam) episode that occurred approximately two weeks earlier which shows noise on the rv lead. As a result of the sam episode, the minute ventilation (mv) sensor was automatically disabled by the pacemaker device. Boston scientific technical services (ts) indicated that this could indicate a fractured rv lead and advised against programming the pacemaker device to magnetic resonance imaging (MRI) protection mode for an MRI scan. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.